Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the radio frequency processor failed selftest. This is called at power-on reset, during 10:01 am testing, and self-test(pump error 65). Troubleshooting was performed. The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported blood glucose from the meter was not received on the pump. The customer was not able to clear the alarm. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use and revert to the backup plan per health care professional instructions. Mmt-1884 was requested and the customer response was the device will be returned.

Manufacturer narrative:
The pump passed the displacement test and self-test. No pump error 65 was noted during testing. Test p-cap locks properly into the reservoir compartment. Pump communicated and calibrated properly with test bg meter. Pump was monitored with bg meter and no lost connection noted during testing. Unit was successfully downloaded using thump for history files and traces. No pump error 65 was noted in history files or traces. Pump was cut open to perform visual inspection and there is evidence of moisture damage found on the pcba 1, and lcd assembly. P-cap was attached and locked into place properly. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay and scratched case. No communication pump to meter was not confirmed. No pump error 65 was noted in history files or testing. Cosmetic damages were noted during visual inspection. Exposed to moisture confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.